Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was investigated. As received, the monitor was intermittently resetting. Upon investigation the j1 battery connector had an intermittent connection. The cause of the failure was the intermittent connection. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was unable to power on.